Event description:
I am an optometrist at (B)(6) in (B)(6). I do not know the exact date of the incident as the patient did not remember the exact day but knows it happened about 1 year ago. She reported to me that she ordered contact lenses from (B)(6) with an expired contact lens prescription. The patient reports she changed the date on the prescription. However, (B)(6) did not verify her contact lens prescription with us like is federally mandated by law. The patient reports she did receive her contact lenses from them. She has poor compliancy with contact lense use and has corneal problems due to overwear. (B)(6) enables her to continue wearing contacts in an unsafe manner by allowing her to order contact lenses with an expired contact lens prescription.